Event description:
This report was rec'd at the conlcusion of an international pre-PMA prospective 5 year clinical stuidy in which the last subject visit was completed in 09/2005. The clinical report indicates the pt had port replacement due to access port leak. Subsequently, pt experienced pouch dilation which was relieved by reduction of volume in band.